Event description:
It was reported that that the patient presented reporting that "he got 4 times shock from the device and mostly with position change", with the transmission showing no shocks delivered. It was further reported that the right ventricular (rv) lead exhibited oversensing resulting in t-wave oversensing (twos). The rv lead and implantable cardioverter defibrillator (ICD) remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: ddpa2d4 ICD implanted: (B)(6) 2022, 5076-52 lead implanted: (B)(6) 2015 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.